Manufacturer narrative:
N/a

Event description:
A critically ill patient admitted to the hospital with a myocardial infarction who was hemodynamically unstable was treated on continuous renal replacement therapy (crrt) for acute renal failure. Treatment was terminated after three days. Reportedly, the patient had a cardiac arrest and expired sometime after treatment was stopped. The davita dialysis nurse stated that the patient expired as a result of his underlying medical condition. Review of the data files from the prismaflex machine revealed that, over the course of the two days treatment, the treatment was stopped five times for unknown reasons. This resulted in an estimated blood loss of 510 ml when the blood in the extracorporeal circuit was not completely returned. There is no indication the patient was symptomatic as a result of the blood loss or required any medical intervention.